Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced underfill or low draw of a tube with blood .this event occurred twice. The following information was provided by the initial reporter. The customer stated: we experienced an issue with lot # 1195812 edta lavender top tubes this afternoon when drawing from a port. The tubes were the last to be filled in the draw. We attempted one fill and only got a few drops so the rn flushed the line to ensure there was nothing clogging the line and tried again. Again the tubes failed to fill. I do have the tubes saved in case you would like me to send them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.